Event description:
It was reported that during the implant procedure, the ventricular lead on for the previously implanted device (addr01 sn: (B) (4)) would not stay due to screw engagement complications - "screw could not grab." Two wrenches were use and behaved the same way therefore the device exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the setscrew socket was rounded. No anomalies found.